Manufacturer narrative:
Correction to the h(6) - adverse event problem "investigation findings" and "investigation conclusions"

Manufacturer narrative:
The hard cannula was found to be flattened, but this damage at the tip of the soft cannula did not inhibit insulin from flowing through the fluid path as intended; it cannot be confirmed when this damage occurred. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours.